Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The pump was not dropped or exposed to moisture. The customer tried clearing the alert but the buttons do not respond. The customer's blood glucose was unknown. Customer was advised to remove the battery. The pump will not return.